Manufacturer narrative:
The insulin pump was received with currents in specification. However, it failed the battery test due to faulty battery tube. Device had minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
Doctor reported via phone call that the insulin pump alarmed failed battery test. The customer does use the recommended battery type. There were multiple bad battery alarms in the alarm history. Customer and doctor had tried changing batteries from different packs and alarm is recurring. The battery cap is not damaged and no moisture found in the battery compartment. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.